Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were attached to the device. The dialyzer fibers were tinged with blood, and coagulated blood was present on both the cavity and non-cavity ID ends of the dialyzer. The returned sample was subjected to a laboratory bubble point test. A leak was detected as a steady stream of bubbles emanating from the polyurethane (pu) surface on the non-cavity ID end of the dialyzer located at approximately 220 degrees, with the dialysate ports situated at 0 degrees. The dialyzer was disassembled for further visual examination. A fiber fragment was identified in the same area as the leak, at approximately 220 degrees on the non-cavity ID end. The fiber fragment extended out of the pu potting surface and measured approximately 0.61 mm in length under magnification (x20). There was excess pu noted on and around the fiber fragment when viewed under increased magnification (x50). The opposing end of the fiber could not be isolated. During further visual examination of the fiber bundle, a looped fiber was identified within close proximity of the fiber fragment. Evidence of a leak was not displayed at the location of the looped fiber. No other damage or irregularities were noted on the returned sample. The inferior surface of both pu potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred approximately one hour into a patient¿s hemodialysis (hd) treatment. The blood leak was not visually observed. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. Blood test strips were used to test for the presence of blood, and they tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.